Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were multiple ink blots on the display. Reportedly, the display issue blocked graphics and text on the screen and made it unreadable. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.